Event description:
The customer contact reported the device door roller pin was broken. The customer contact reported that during set up prior to the pt use, it was noted the device door roller pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing, the door roller pin was broken. Further testing, found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin. The missing device door roller and broken door roller pin prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the door was opened. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.